Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007102 - tibia cemented 5 degree stemmed right size e - 63776398, 42540000032 - all poly patella cemented 32 mm diameter - 63940183, 42500006002 - femur cemented posterior stabilized (ps) - 63819645, 42521400710 - articular surface fixed bearing posterior stabilized (ps) - 63844848. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01200.

Event description:
It was reported that the patient underwent a right knee revision approximately 19 months post implantation due to pain and loosening at the cement interface. It was also noted the patient suffered from a hairline fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photographs were received; therefore the condition of the components is unknown. Investigation report from heraeus states that the review of quality records showed that the batch was prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successfully. Based on the knowledge and information available to us, we cannot identify a product deficiency. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.